Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which bilaterally deflated after implantation. Patient reported to primary care physician with breast implant illnesses symptoms including fatigue, brain fog and chronic pain - lupus like symptoms; rheumatologist stated not lupus could be due to thyroid problems or implants; constantly itching around the breast, as well. Rippling in both sides. Patient has not seen the doctor yet. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.